Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: emergency stop button was pressed, and the user recovered from a recoverable fault.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument caused an injury to the patient's abdominal wall. The instrument was grasping a raytec at 90 degrees when the pulley of the instrument broke. The instrument was unable to be manipulated. The instrument release key (irk) was utilized to remove the instrument, but the angle was stuck at 90 degrees. Due to the angle, the instrument was stuck in the cannula, and the instrument was removed together. During the removal process, the broken pulley of the instrument injured the patient's abdominal wall, causing bleeding. The surgeon sutured the abdominal wall injury. The procedure was completed robotically. The patient is recovering well.